Event description:
It was reported that pt had left hip revision in 2006. Pt has had left hip dislocation 2 times after this hip revision in 2006 and has been wearing a brace since a partial dislocation in 2006. Pt was revised in 2007.

Manufacturer narrative:
Catalog number and lot code of the other device listed in this report: cat# 508-11-60g, lot 5668801 description: trident hemispherical multi cup. It cannot be determined which, if any of these devices at this time may have caused or contributed to the event.